Manufacturer narrative:
H11: despite requests, serial number of the involved erc has not been provided by the customer. However from sap (systems, applications e products) review it was identified that erc sn (B)(6) (model 60-05-65) was installed on the above mentioned console. Therefore, dedicated sections d4 and h4 have been updated accordingly. Service history review identified that the erc was manufactured in 2015 and no further complaint has been previously reported. Based on collected information and from review of previous similar complaints, it is reasonable to assume that the most likely root cause is a failure of erc motor most likely due to internal misalignment of parts and/or dried fluid residues accumulated over time due to improper cleaning of the device.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that the erc displayed error indicating the motor is jammed (ee106) during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp the system is over 10 years and it is not repairable. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.